Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 136, 167, 176, 207 and 208 mg/dl. The customer¿s expected blood glucose test result range is 90-120 mg/dl both fasting and non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 216 mg/dl using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 04/24/2025 and test strips were opened 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 136 mg/dl date: (B)(6) 2024 time: 9:16pm non-fasting. Result 2: 167 mg/dl date: (B)(6) 2024 time: 7:19pm non-fasting. Result 3: 176 mg/dl date: (B)(6) 2024 time: 2:41pm non-fasting. Result 4: 207 mg/dl date: (B)(6) 2024 time: 3:43pm non-fasting. Result 5: 208 mg/dl date: (B)(6) 2024 time: 3:13pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.